Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, there was a leak in the delivery system. A second delivery system and valve were prepared. Per report, the aortic annulus was moderately calcified and the leaflets were severely calcified. Bav was performed twice as during the first inflation the balloon moved. The delivery system was inserted through the esheath without difficulty. The first step of the valve alignment was performed with high force. The fine alignment worked well. Crossing the aortic arch went well (little tortuousity of the aorta ). After positioning the valve in the annulus, the pusher was retracted to the 3 markers. In this moment, there was movement of the valve towards the aorta. Due to this movement, the valve was no longer between the markers. Valve positioning and valve alignment were repeated 2 additional times and each time the valve moved towards the aorta. The valve was not 100% aligned (2-3mm out of the optimal marker position) but it was decided to go ahead with the valve implantation. Rapid pacing was started, however, during inflation the contrast liquid came out of the handle. The esheath and delivery system were retrieved and replaced. The second system worked fine and the valve was implanted with good results. Patient outcome was good. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Additional information: the delivery system was dimensionally tested. The components that could have interact during the valve alignment function or resulted in a fracture on the balloon shaft were measured and were found to be within specifications. The delivery system was tested for valve alignment and fine adjustment functionality. The fine adjustment function was utilized without any issues. Fluid was then injected into the balloon port, in an attempt to inflate the balloon. A leak was observed propagating from the y-connector underneath the strain relief. Removal of the strain relief, revealed a break in the balloon shaft in that area. The delivery system was placed into valve alignment position and the fine adjustment was performed without any issues. No resistance was felt during the retraction of the balloon shaft into the valve alignment position. Cine images were provided to edwards and reviewed by engineering team. The following observations were made: · images of the delivery system during valve alignment were not provided · the videos show the crimped s3 valve positioned in the aortic annulus. The s3 valve is slightly offset relative to the central marker. · the flex catheter tip is retracted to the triple markers. There are no visible kinks or abnormalities observed on the delivery system or guide wire. · on the third (3rd) video valve alignment of the thv by pulling the balloon catheter until the thv is correctly positioned on the center marker · on the next two (2) video clips shows the crimped s3 valve slightly off center. This valve was successfully deployed in the annulus. These images are likely of the 2nd delivery system/s3. Delivery system leakage was confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause the damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a CAPA has been opened to continue investigation and implement any needed corrective actions. The valve alignment difficulty could not be confirmed. Dimensional inspection of the delivery system revealed no abnormalities, which would create dimensional interferences with the tailpiece, collet, and balloon shaft. Dimensional interferences with these components can increase to the force required to perform valve alignment. Manufacturing mitigations has been implemented to inspect the balloon shafts 100% so this interference issue is now unlikely to occur. In addition, the original report indicated that the aorta was a ¿little tortuous¿. Based on the reported information, patient factors (tortuous aorta) may have negatively impacted the delivery system during valve alignment. No manufacturing non-conformities or labeling/IFU inadequacies were identified and review of complaint history did not reveal that occurrence rate exceeds the (B)(4) 2015 control limits for this trend category. Therefore, no corrective or preventative action will be taken at this time.

Manufacturer narrative:
(B)(4): the delivery system and sheath were returned to edwards for evaluation. The valve was distal of the sheath tip and crimped on the inflation balloon. Preliminary visual and functional analysis was performed. Visual evaluation revealed a kink on the balloon shaft approx 1.5" from the default markers. The valve was in the fully aligned position. Fine adjust functioned normally before deployment of valve. A leak was confirmed due to a break in the balloon shaft under the strain relief of the y-connector esheath. No damages were observed on the distal tip and there was no indication of a liner tear. The delivery system was removed from the esheath. After valve deployment, full fine adjust was able to be used. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.